Manufacturer narrative:
A2: patient date of birth is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that balloon, guidewire and derivo flow dicerter used to achieve good wall apposition in the proximal segment of the pipeline stent. There was no impact to patient. No additional intervention was required. The reason for the difficult wall apposition was not known. No symptoms were reported.